Manufacturer narrative:
Other applicable components are: product ID: 3998, lot# l72789, implanted: (B)(6) 1999, \ product type: lead; product ID: 7498-25, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient stated that stimulation would cut out. The rep reported that since this latest battery, it had occurred approximately 7 times. The rep reported that when it stopped, the patient would stand up and arch his back to get the stimulation sensation. The rep reported that the patient didn¿t increase stimulation with his remote, he simply used it to turn on the stimulation if it stopped working. The rep reported that the patient was on an evolve workflow with high density settings along with adaptive stimulation and it was possible the stimulation was on and working but it wasn¿t sufficient for the patient to feel. The rep reported that they gave the patient two identical low-density settings, except one was without adaptive stimulation. The rep reported that they instructed the patient to use both low density settings with and without the adaptive stimulation and report if the intermittent stimulation occurred. The rep also reported that one side of the lead, electrodes 4-7 were over 10,000 ohms. It appeared that the previous clinician programmed around this problem and switched the patient to high density. Additional information was received from a rep on 2018-02-07. The rep reported that the patient reported the therapy was turning off by itself. The rep followed up with the patient who stated that it was not an everyday thing. The rep reported that the ins turned off once after implant in june and that it was turning off intermittently. The rep reported that the patient described one instance where he was sitting, then got up and the ins turned off. When the patient used the remote, he found the stimulation to be off and he turned it back on. No further complications were reported.

Event description:
Information was received from healthcare provider (hcp) who reported that the patient had their spinal cord stimulator system replaced as the implantable neurostimulator (ins) had stopped functioning after an accident and half of the paddle lead was no longer functionable as well.

Manufacturer narrative:
Continuation of d10: product ID 3998 lot# l72789 serial# implanted: (B)(6) 1999; explanted: (B)(6) 2018. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.